Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted.

Event description:
Customer reported hospitalization due to a car accident while wearing the insulin pump. He was given an MRI at the hospital and was still wearing the insulin pump. The blood glucose reading is 136 mg/dl. The insulin pump alarmed motor error. No further information was reported.